Event description:
The physician had been unable to deploy the stent at the lesion and the system was withdrawn from the patient. After the device had been removed, it was noted that the stent had deployed in the rotating hemostasis valve of the guide catheter. There was no clinical consequence to the patient.

Event description:
The physician had been unable to deploy the stent at the lesion and the system was withdrawn from the patient. After the device had been removed, it was noted that the stent had deployed in the rotating hemostasis valve of the guide catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that rotating hemostasis valves (rhv) were also returned. Examination of the rhv found the stent was present within the rhv. The stent was removed and no anomalies were noted. Inspection of the outer body found it was stretched and accordion wrinkled 5cm distal to the strain relief on the proximal shaft. The strain relief was removed and it was found that the proximal shaft was also wrinkled under the strain relief. The outer body was compressed on the mid shaft and kinked just proximal to the distal tip marker. The inner body distal bumper marker was protruding through the outer body distal end. The inner body was found to be kinked at 0.8cm and 2.5cm from the proximal end of the hypotube. The hypotube had separated after kinking. After flushing there was a lot of resistance encountered moving the inner body within the outer body. The anomalies noted to the device are indicative of high friction during attempted stent deployment. The exact cause of high friction cannot be definitively determined. Due to the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. It is unknown what caused the stent to deploy in the rhv as the system was being removed. Based on the information available and the investigation it was not possible to determine a cause for the reported event.